Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particulates between rubber stopper and the syringe wall

Manufacturer narrative:
H6: investigation summary: since no photos or samples displaying the reported conditions of foreign matter were available for examination, we were unable to fully investigate this incident. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer.

Manufacturer narrative:
The following fields were updated due to additional information: h5: imdrf annex b grid: b15. H5: imdrf annex c grid: c19. H5: imdrf annex d grid: d14. H6. Investigation summary: our quality engineer inspected the 1 photo submitted for evaluation. The reported issue of foreign matter was not confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. DHR for this lot was reviewed and there are no internal rejects related to the reported issue by the customer.

Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particulates between rubber stopper and the syringe wall.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd luer-lok¿ syringe bulk sterile pharmacy convenience tray foreign matter was found. There was no report of patient impact. The following information was provided by the initial reporter: particulates between rubber stopper and the syringe wall.